Manufacturer narrative:
This report is submitted on 4 march 2021.

Manufacturer narrative:
This report is submitted on january 21, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device.